Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low out of range pacing impedance measurements. Additionally, inappropriate atrial tachy response (atr) episodes were stored due to oversensed noise. Attempts to recreate noise in clinic were unsuccessful, however spontaneous noise was observed while the patient sat still. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received from the field indicating the lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.